Manufacturer narrative:
Information contained in this report was previously submitted through (asr/psr/410psr) on (B)(6) 2012 asr/psr/410psr submitted). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported "not enough milk production and "a lump or thickening in or near the breast or in the underarm area." Healthcare professional reported a left side rupture and capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26-jul-2011 and 23-apr-2012.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a sharp broken edge and a crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on the patch bond edge of the broken device assessed as an unidentified (tear) opening.

Event description:
Patient reported "not enough milk production and "a lump or thickening in or near the breast or in the underarm area." Healthcare professional reported a left side rupture and capsular contracture, baker grade iii. Device has been explanted.